Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The device was tested with two different light sources and video processors during extended operation, however the user's report of a complete loss of image could not be duplicated. The unit was found to operate appropriately. The light guide lens was found to be chipped, there were nicks and scratches noted on the distal end cover c-cover, and the bending section cover glue was found cracked. However, none of these findings would necessarily cause or contribute to a reported complete loss of image. The cause of the user's experience cannot be determined. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported they experienced a total loss of image during a therapeutic colonoscopy. The procedure was completed with the use of a different, but similar device. There was no patient injury reported.